Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was experiencing elevated blood glucose levels. The pump reportedly was emitting a "no prime, no delivery" warning when the patient woke up. At this time the patient's blood glucose level was reportedly elevated. The patient reportedly changed their infusion site, rewound the pump and loaded but when attempting to prime the pump emitted a call service alarm. The patient was reportedly unable to prime the pump due to the alarm. The reporter was unable to advise the patient's blood glucose level as the patient was asleep. This report is being made based on the allegation that the patient experienced elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.